Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Event description:
A patient death occurred during or after an atherectomy procedure in which a coronary diamondback orbital atherectomy device (oad) was used. It was the opinion of the physician that there were no issues or malfunctions with the oad. Additional information was requested, but the physician declined to provide it.